Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a discolored and melted hemodialysis machine power plug. The biomed tech stated there was no patient involvement regarding the reported issue. The power cord was returned for investigation.

Manufacturer narrative:
Plant investigation: the power cord was returned to the manufacturer to date for physical evaluation. A visual inspection on both power supply cable found heat damage in the plastic molding. There was no other damage found on the cable. The plastic molding appeared to be melted and arcing on the prongs of the plug. The reported physical damage was confirmed. The cable was tested on a test machine. The test machine functioned properly without further damaging the plug. A continuity and resistance test between the wires of the cable found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a discolored and melted hemodialysis machine power plug. The biomed tech stated there was no patient involvement regarding the reported issue. The power cord was returned for investigation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer to date for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a discolored and melted hemodialysis machine power plug. The biomed tech stated there was no patient involvement regarding the reported issue. The power cord was returned for investigation.